Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation (exact date unknown) the physician did a hysteroscopy and confirmed "global ablation without evidence of perforation". The patient was discharged home. Two days post ablation, the patient was seen at the hospital (date unknown) with right lower quadrant pain, fever to 103 fahrenheit, and white blood cell count (wbc) of "17". She was started on broad spectrum antibiotics for possible endometritis. All cultures were negative. The physician performed a computed tomography (CT) scan which was negative for bowel or appendicitis. The patient was discharged after five days (date unknown). Ten days post ablation the patient was seen by the physician and was still bleeding, however; the pain was resolving and the patient was discharged home. Manufacturer report number: 1222780-2012-00234. Three weeks post ablation the physician performed an ultrasound which revealed a "2cm solid appearing tissue within the uterine cavity". The physician removed the tissue and "the pathology report confirmed necrotic debris". A repeat ultrasound one week later revealed a 2cm uterine cavity collection and the physician performed a dilatation and curettage (dc). "The patient had complete recovery and reports no further problems".